Event description:
Customer reported that in 2004 they tested their glucose level with the freestyle meter and received a reading of 376 mg/dl. They felt fine, so they tested again with the freestyle meter, and the result was 105 mg/dl.